Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that programmer started to smell like power cable would start to burn and the monitor got black. No adverse patient effects reported. The programmer will be returned for repair.